Event description:
Since having a composix oval kugel small mesh put in I have had nothing, but trouble and pain that is getting worse. CT scans since have shown the patch did not open fully and is an arc instead of flat. I am also suffering from chronic incisional pain and the scan shows muscle atrophy on the right side of the incision. I am now physically unable to lift weight without pain and pulling. I am on (B)(6) from cancer. Even if I did not have cancer I would still be unable to do my normal trade that requires physical strength and dexterity that I no longer have due to this hernia operation. I was not on (B)(6) before the accident that caused the hernia surgery. (B)(6) determined my disability to start (B)(6) 2009, the last day I worked even though it was for cancer. Diagnosis or reason for use: ventral hernia.